Manufacturer narrative:
Correction: b3, g3 (the g3 date on the initial submission should have been (B)(6) 2023, not (B)(6) 2023) plant investigation: the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling during rinse and dissolution cycles. The bmt stated the valve was burnt and could not verify the voltage. The bmt replaced the inlet valve and control console. Upon follow-up the bmt stated the inlet valve and control console were replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling during rinse and dissolution cycles. The bmt stated the valve was burnt and could not verify the voltage. The bmt replaced the inlet valve and control console. Upon follow-up the bmt stated the inlet valve and control console were replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius biomedical technician (bmet). To resolve the reported issue, the bmet replaced the inlet valve and control console. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet identified a burnt valve component. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dry acid mixer experienced not filling during rinse and dissolution cycles. The bmt stated the valve was burnt and could not verify the voltage. The bmt replaced the inlet valve and control console. Upon follow-up the bmt stated the inlet valve and control console were replaced which resolved the reported issue. The mixer has been repaired and returned to service. The bmt confirmed there was no burning smell, smoke or fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.